Manufacturer narrative:
(B)(4) date sent: 10/10/2025 d4: batch # unk. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the patients bmi? What were the indications for the procedure? Did the patient receive any preoperative chemotherapy or radiation? Were any noises heard during the firing? Does the surgeon believe that the tissue was easily compressible to 2.3mm? Please describe in more detail in how the procedure was completed, to include the product codes of the devices used. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a robot assisted pancreaticoduodenectomy in an rpd case, slr was used during a stomach resection at the 1st firing, the staples had not reached the posterior wall of the stomach although the staples were inserted. The knife was also running, but the anterior wall of the stomach was cut, but the posterior wall was not cut. The cartridge color was black. Therefore, the stomach cavity was opened, and additional suture was performed to complete the case. Then an additional resection was performed using the same device at the 1st firing and gst60t, but the same problem occurred as with 1st firing because it was found that the gastric fluid was leaking from the closed area. Another device loading another cartridge was used to complete the case. The surgery continued using the second device without any problems. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent 10/28/2025. D4 batch #a97l4x. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with no apparent damage and with two gst60t reloads present. The reloads (b and c) were received fully fired. In addition, it was received what it seems to be a knife wing inside of a plastic jar. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. However, the staples were partially formed. After further evaluation, the analysis showed the knife wings was broken off. Only one wing of the knife was returned for analysis the damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. Please reference the instruction for use for more information. The device event log was reviewed. The log indicates that no suspect power cycles were noted. Additionally, photos were provided and they showed the condition of the reported event. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a97l4x, and no non-conformances were identified. Additional information was requested and the following was obtained: what is the patients bmi? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. What were the indications for the procedure? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. Did the patient receive any preoperative chemotherapy or radiation? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. Were any noises heard during the firing? No. Does the surgeon believe that the tissue was easily compressible to 2.3mm? I certify that all information that are known/available has been disclosed.